Manufacturer narrative:
There was no further follow-up possible with the patient.

Event description:
On october 24, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt.